Event description:
It was reported that the patient was not getting an adequate pain relief from spinal cord stimulator (scs) system. The patient underwent an scs system explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7079464 / 7079721. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 27445880.

Event description:
It was reported that the patient was not getting an adequate pain relief from spinal cord stimulator (scs) system. The patient underwent an scs system explant procedure.

Manufacturer narrative:
Sc-1216 sn: (B)(6): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 sn: (B)(6): the returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 ln: 27445880: the returned clik x anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.